Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A valid device lot number has not been provided. This device does not have 510(k) associated with it because it is classified as a class I exempt device. Device manufacture date is dependent on device lot number, thus is not available. This event occurred during non-clinical testing in-house using a 30 watt laser generator test system. The cooling catheter system (ccs) was inspected by a medtronic representative. Suspect that the ccs was damaged in the insertion into the titanium bone anchor which may have given rise to this observed ccs hole formation. The ccs was damaged further when removing it from the bone anchor during the execution of the protocol, so no further analysis is possible. This failure is tracked through a hardware defect tracking database and references to this instance have been added to that record. No further issues were reported.

Event description:
A medtronic representative reported that during testing, the cooling catheter system (ccs) formed a hole, and was difficult to remove from the titanium bone anchor. This was during testing, so no patient was involved. No additional details were provided.